Event description:
Customer called to report having elevated blood glucose levels (bg's). His bg's ranged 159-476 mg/dl while wearing this pod. He took this pod off and successfully started a new pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.